Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for investigation. A visual inspection revealed the device to be in good physical condition. A review of the device's event history log confirmed the reported error had occurred. The device was powered on but the reported error could not be duplicated. As the problem could not be duplicated, a root cause could not be determined.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump experienced an upstream occlusion alarm. No injury was reported.